Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was clogged and wouldn't inject medication into the patient during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "reporter informs that in the moment of doing the puncture, it is not possible inject the medicine in the patient - needle clogged."

Event description:
It was reported that the bd precisionglide¿ needle was clogged and wouldn't inject medication into the patient during use. This occurred on (B)(4) separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "reporter informs that in the moment of doing the puncture, it is not possible inject the medicine in the patient - needle clogged."

Manufacturer narrative:
Correction: the date of event has been provided by the customer. The following information has been updated: b.3. Date of event: (B)(6)2020 h3 other text : see section h.10.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10

Event description:
It was reported that the bd precisionglide¿ needle was clogged and wouldn't inject medication into the patient during use. This occurred on (B)(4) separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "reporter informs that in the moment of doing the puncture, it is not possible inject the medicine in the patient - needle clogged."